Manufacturer narrative:
At technical inspection, the functional test showed no abnormalities and the clip was successfully deployed in our laboratory. There are no indications of a technical defect of the product. The application complication appears to be due to an extreme use situation. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
The ftrd was inserted into the ascending colon through an existing colo-cutaneous stoma in a patient with abdominal adhesions due to multiple previous operations; the stoma had to be mechanically pre-dilated for the passage of the ftrd. The patient appeared inoperable, hence the ftrd treatment attempt for a malignant cecal lesion. The tortuous access to the site of the lesion in this case represents additional procedural complexity. The clip application was assumed, but not optically confirmed. Thus, the resection led to a perforation which needed surgical closure. The patient recovered uneventfully. The device was sent to us for inspection which did not reveal a technical defect.